Manufacturer narrative:
(B)(4)

Event description:
It was reported that review of a merlin.net transmission revealed that the pulse generator exhibited a capture threshold anomaly. The patient had chronic afib and was programmed to vvi mode. No patient symptoms or additional information was reported.